Manufacturer narrative:
The field service representative (fsr) inspected the instrument and was unable to find a cause for the issue. No parts were replaced or adjusted during onsite inspection. The module was returned for use to the customer and the customer verified module operation by performing daily maintenance and a qc run, with both procedures passing. The alinity I processing module was considered the likely cause. No additional instances of smoke have been reported since the service visit occurred. A review of the analyzer¿s service history was performed and revealed no additional issues associated charred parts reported on the (B)(6) . A review of tracking and trending did not identify any trends with regards to the current issue. The device history record was reviewed, and no non-conformances or potential non-conformances was identified. Labeling was reviewed and found to be adequate. The (B)(6) 2024 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke was limited to the alinity I processing module and did not spread to other parts of the module. Based on the investigation, no systemic issue or deficiency of the alinity I processing module serial number(B)(6) was identified.

Event description:
The customer heard a loud bang and observed smoke coming from the back of the alinity I processing module. The customer turned off the whole module. There was no impact to patient management or user safety reported.